Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt's mother contacted lifescan in 2007, and alleged that the pt's one touch ultra meter was giving the error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The mother was at work when she contacted lifescan and therefore, she only had the meter with her (no supplies). She reported that six days prior, the pt went to the ER due to the meter not working properly. The meter displayed the error 2 message when she had inserted the test strip. She then found one of her older meters and obtained a result on it (a result of 80 mg/dl is provided). The pt was given IV glucose treatment at the ER. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the condition of the test strips was good per the reporter. The error 2 occurred when inserting a test strip. However, troubleshooting could not be completed since the mother did not have test strips or control solution with her at the time of the call. This complaint is reported because the reporter alleged that the pt was taken to the ER due to the meter not working properly and he was administered IV glucose treatment. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.